Manufacturer narrative:
This complaint originated from the jd power nps/brand us spring 2021 survey. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the synchroseal instrument had a broken piece. It is unknown if any fragment(s) fell into the patient. Unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no allegation of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Intuitive surgical, inc. (Isi) is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. The product is not implantable. Initial reporter occupation is not available because the report was from a blind survey. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that, "most recently was an issue with the new synchroseal instrument, patient safety concern with broken piece." There was no report of patient harm, adverse outcome or injury. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, reporter, or site information was available.